Manufacturer narrative:
(B)(4). It has not been indicated the device will be returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the rasp handles do not hold the rasps correctly when working, the rasps detach themselves from the handle during operation, the rasp remains stuck in the medullary cavity. The procedure was completed with another device. No significant delay to surgery was reported. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that no adverse event was reported, and that this malfunction has not previously led to a serious injury. The previously submitted report should be voided.